Event description:
It was reported that the pump showed check plunger sensor. No patient injury was reported.

Manufacturer narrative:
UDI is unknown; no additional information was provided. This remediation MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The top case was chipped and cracked, the right plunger case was cracked, and the left plunger case had contamination. Event history log (ehl) showed: plunger not in place alarm. The reported problem was duplicated at start-up; the timing plates were not set properly in the plunger head. The root cause of the issue was deemed to be the customer's incorrect assembly of the device. Action(s) taken to mitigate the reported issue(s): reset timing plates in plunger head and replaced cracked and contaminated left and right plunger cases.